Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown. Product unavailable for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The taxus liberte' 3.00x32mm drug eluting stent reported to have "stent snapped in the guiding". There were no patient complications were reported.